Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope¿ as below. [Inspection of the endoscope] 1. Inspect the control section, video connector and light guide connector section for excessive scratching, deformation or other irregularities. 2. Inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities (see figure 3.2). 5. Inspect the covering of the bending section for sagging, swelling, cuts, holes or other irregularities. 6. Gently hold the midpoint of the bending section and a point 10 cm from the distal end. Push and pull gently to confirm that the border between the bending section and the distal end is not loose. 7. Inspect the objective lens at the distal end of the endoscope¿s insertion tube for scratching, cracks, stains, gaps around the lens or other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
As reported for this event by the customer, during preparation for use for a therapeutic procedure, inspection of the device revealed that the metal fitting of the forceps elevator plug was missing. There is no patient involvement in this event and no harm to any patient or healthcare professional. The intended procedure was completed with another similar device without any delay and with no impact to the patient or the outcome of the procedure.

Manufacturer narrative:
Due diligence was completed for this event. Available additional information has been provided by the customer. The device was reprocessed with high-level disinfection prior to being returned. There is no information provided for how often the device is used. The returned device is evaluated. The user¿s complaint was not confirmed. Other observations for the device: adhesive of distal end rubber coating (a-rubber) has a chip and a crack; due to wear of angle wire, bending angle in up direction does not meet the standard value; universal cord has a dent; and control unit, light guide connector, video connector, video connector case, grip have a scratch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.